Manufacturer narrative:
Siemens representative (fse) reviewed technique with customer. Customer was dipping and rimming but not blotting, placing strip immediately on table in the proper location. There were no other issues or errors with the instrument. Fse ordered the customer one bottle of multistix for troubleshooting and asked customer to clean the instrument, run controls and patient sample to check the difference in results. Customer re-ran sample on the instrument as instructed. Following blood results were obtained: original test: negative (lot #5110078). Reran patient sample on new lot # 603023: negative result. Reran patient sample on lot #5110078: negative result. Sent sample to reference lab: negative result. Customer indicated that instrument is fully operational and they do not require further follow up. The instrument is fully operational at this time.

Event description:
Customer reported false negative blood result on the analyzer when compared to microscopic results. Customer indicated that approximately 8-9 patients over the last 30 days had reported negative for blood and when microscopic was done blood cells were visible. Customer stated that cleaning was done daily with di water on fixed platform & hold down moving table and pushbar. Pushbar is cleaned and lubricated monthly. There was no report of injury due to any of these events.